Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by mobile c arm. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to produce x-rays. The issue persisted even after a reboot. The philips field service engineer (fse) visited onsite and upon functional testing, the fse checked the logs and found the issue with the footswitch. Upon further analysis, the fse found that while the foot pedal was properly strained the two metal screws which secure the foot pedal connector to the table base were not engaged and the connector itself seemed to be only halfway engaged in the socket. To resolve the issue, the fse reseated the foot pedal connector and tightened the metal screws. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not produce fluoroscopy or exposure. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.